Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned photographs and packaging could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150680004 work order (B)(4) was manufactured on 24 oct 2020. 18 parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. After the tibial tray insertion, when the purple protective cover was removed, the numbers and marks of the protective cover were slightly left on the surface of the tray. Since it was discovered after insertion, the surgeon used it as it was. The mark disappeared after wiping with a gauze, but it is unknown if it will affect postoperative wear, etc. The marks were left at the forceps parts in the attached photo. The green circle mark on the protective cover in the attached photo was left faintly on the tray. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: please confirm if the product is available for return? Answer: only the cover will be returned, and the tray was implanted in the patient.